Event description:
During egd, there was difficulty removing endo clip from endo clip delivery system. Mucosal scrape occurred on opposing side of stomach requiring an additional endo clip. Delivery system was taken out of service. FDA safety report ID # (B)(4).